Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 15x4.00mm, eccentric and restenotic target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. A 4.00 x 16 synergy drug-eluting stent was advanced; however, resistance was felt and the stent strut got lifted. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.